Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the cori tracker clamp pn rob10020, use in treatment, was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has concluded this was an isolated event. Although the reported problem was not confirm, factors that may have contributed to the reported symptom may have been associated with mishandling. Ensure that the tracker clamp is stabilized when tightening the tracker in the clamp. Refer to cori user's manual part: installing femur and tibia trackers. This failure is an identified failure mode within the risk assessment. Per complaint details, the patient care was not compromised. No other complications were reported. No operative reports are available. Surgeon was satisfied with the surgical outcome. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, before starting the case, they tightened the tracker clamp down with the correct tool. However, during a cori tka xr procedure, the tracker clamp slid on the tibial bone pins when cutting the femur. It is unknown which of the two were faulty. They changed to manual instrumentation for tibia cutting. There was a delay greater than 30 min. The patient care was not compromised. No other complications were reported. Surgeon was satisfied with the surgical outcome.